Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A gettinge field service engineer (fse) has advised that a leak was observed in the k6 valve and the drive manifold was replaced to correct the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a field service corrective action (fsca) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump would not pass the drive manifold leak test. There was no patient involved and no adverse event was reported.